Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an (B)(6) trial patient regarding an external neurostimulator (ens). Patient was having retention issues a day before the initial report where they were sitting on the toilet for a while and nothing came out. It felt like they were not using the bathroom enough on (B)(6) 2017. Stimulation was adjusted and the patient is doing better on the day of initial report and the issue was resolved. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.